Manufacturer narrative:
An event of a damaged valve capsule of the delivery system was reported. The delivery system was returned to abbott and was grossly examined. The investigation found that there was damage to the valve capsule. The damage to the valve capsule is consistent with damage during use. Information from the field indicated that manual manipulation was done, and some force was used during the delivery system insertion which may have contributed to the reported deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined, however, is consistent with damage during use. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant with a small flexnav delivery system. While trying to insert the delivery system into the patient, the valve capsule was handled by hand and inserted with slight force. During advancement through the middle of the femoral artery, the patient's blood pressure dropped. The operator removed the delivery system, inspected the valve capsule, and realized there was a dent and an uneven surface with the capsule. A decision was made to replace the device with a second small flexnav delivery system. It was reported the patient's blood pressure returned to normal shortly after the event with no treatment. The patient remained hemodynamically stable for the remainder of the procedure. There was no clinically significant delay in the procedure due to the event. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.